Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. Internal insulation abrasion was found at 0.6-2.4cm from the proximal end of the rv shock coil. External insulation abrasions were found at 5.3-6.2cm and 8.6-8.7cm from the proximal end of the rv shock coil, consistent with lead friction to another device. External insulation abrasion was found at 39.6-39.65cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations.